Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to high blood glucose. The cause of death was dka. The caller stated that the customer had heart failure that may have led to the customer's passing. The customer¿s blood glucose was 500 to 600 mg/dl at the time of admission. The customer was wearing the insulin pump within the same day as the time of passing. The customer was not using sensors. The customer had been having trouble with their pump the night before the hospitalization. The caller declined to return the insulin pump for analysis as the supplies and pump were donated.